Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) only after left ventricular (lv) only paces and during lv threshold testing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.